Event description:
A report was received that the patient was experiencing charging issues. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing charging issues. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional information was received that the patient has only one ipg and it will be replaced for upgrade. It was noted that there was no device malfunction with the ipg except it was not holding a charge as long as it used to and it takes longer to charge.

Event description:
A report was received that the patient was experiencing charging issues. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had a hard time connecting the remote control (rc) to the ipg because of the number of years the battery had been used. The patient underwent an ipg replacement procedure per patient and physician¿s preference. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient was experiencing charging issues. The patient will undergo a revision procedure.